Event description:
Country of complaint: (B)(6). Device 2 of 2. The surgery was being form with a 5mm instrument just fine, but all of the sudden, the sealing has failed. The message on display said something like "re-grasp excess of liquid." After re-grasping, the sealing has nt occurred. The sale rep, has deactivated the generator, wait for the self testing, plug the instrument back gain and the same problem and message on the display has pop up. He has done the same pt 2 more times, with no solution even after plugging even another brand new instrument. The surgery was completed with a different device.

Manufacturer narrative:
Visual inspection at manufacturing site: instrument arrived unpacked. With the first view we saw, that the right part of the tongue was not in place. Because of abscence of this tongue (=> gap control), during usage an electrical short is possible. Because of such an short, it came to the melted points on the electrode. Without further knowledge about the circumstances, we assume, that on cleaning the electrodes during the surgery, the tongue was pushed under the pivot. We are reviewing the risk analysis. The manufacturing documents have been checked and found to be in accordance with specification during the time of production. There are no further complaints with lot. 51952890 at hand. (Also submitted on generator in use at the time of the event: (B)(4); device one of two /MDR 2916714-2013-00139).